Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions, scarring, malpositioned plug, and chronic pain. Treatment included removal of the mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a femoral hernia. It was reported that after implant, the patient experienced adhesions, scarring, recurrence, pain, inflammation, perforation. Post operative treatment included revision surgery, ligament repair, mesh removal, hernia repair with new mesh, medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a4, b5, b7, d4 (expiration date), d8, e1, g1, h4, h6 (ime, imf, device codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a femoral hernia. It was reported that after implant, the patient experienced adhesions, scarring, malpositioned plug, recurrence, pain, inflammation, perforation. Post operative treatment included revision surgery, ligament repair, mesh removal, hernia repair with new mesh, medication.

Manufacturer narrative:
Additional information: a4, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a femoral hernia. It was reported that after implant, the patient experienced adhesions, scarring, recurrence, pain, inflammation, perforation. Post operative treatment included revision surgery, ligament repair, mesh removal, hernia repair with new mesh, medication, partial mesh removal, on-q pain pump, pain control, infusion refill, & hospitalization.

Manufacturer narrative:
Additional info: a1, a4, b2, b5, b7, & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: b5, h6 (device code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a femoral hernia. It was reported that after implant, the patient experienced malposition plug, adhesions, scarring, recurrence, pain, inflammation, perforation. Post operative treatment included revision surgery, ligament repair, mesh removal, hernia repair with new mesh, medication, partial mesh removal, on-q pain pump, pain control, infusion refill, hospitalization.